Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4). The following reports have been registered in our complaint system for the 7-8 add'l events in the last 6 wks, as reported by the facility. They are identified with the internal notification numbers: (B)(4) - MDR 2523676-2014-00034, (B)(4) - MDR 2523676-2014-00035, (B)(4) - MDR 2523676-2014-00036, (B)(4)- MDR 2523676-2014-00038, (B)(4) - MDR 2523676-2014-00037, (B)(4) - MDR 2523676-2014-00039. B. Braun internal report #(B)(4) has been assigned for the IV set, product code #(B)(4). In a f/u from the facility, the nurse stated that the "pt was given a dex drip over three to four hours" and has been "moved down from unit already so is no longer in ICU". The actual device has not been received yet and the investigation is on going at this time. A f/u report will be provided when the investigation results become available.

Event description:
Ref imp # (B)(4).